Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 73 mg/dl. The customer stated that the insulin pump had alarmed check blood glucose, and when he went to clear the alarm, the insulin pump went dead. He stated that a battery change did not resolve the issue. He observed that the battery compartment and spring were corroded. Upon troubleshooting, the display did return. The insulin pump also passed the self test. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.